Manufacturer narrative:
Correction: PMA/510 k number corrected to k151252. (B)(4). Model number corrected to 4-840120dijj-jp additional information: added unique identifier (UDI) # additional information was received on 2017-08-24, providing the ventilator repairs. Device evaluation: a service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the ventilator generated an alarm and the device stopped ventilating the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The device has not been evaluated as of this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.